Event description:
Consumer reported complaint for hi blood glucose test results; complaint was reported via e-mail. Customer's e-mail stated the true metrix meter "keeps showing hi." Product information, including meter serial number and test strip lot number was not provided. Customer's e-mail did not report of any symptoms or medical attention associated with the use of the product. Manufacturer made several attempts to contact customer via telephone in an effort to obtain additional information and to assist with the initial concern - manufacturer was unable to establish contact with customer. No further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.